Event description:
While monitoring a pt the electrodes caused the associated defibrillator to display only dotted lines and did not allow the defibrillator to display an ECG signal. The clinician obtained another set of electrodes, as well another defibrillator to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.